Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that a material order for paddles was needed. Multiple good faith efforts (gfe) were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. One pair of defibrillator paddles was requested by the customer with no further information provided. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol) and parts are no longer available. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, we were unable to determine the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Event description:
The customer requested replacement pads. Additional information has been requested. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.